Event description:
The customer stated that she was hospitalized for diabetic ketoacidosis, with a blood glucose reading of 485 mg/dl. The customer stated that she was having problems with no delivery alarms as well. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.